Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on unknown date, the patient underwent a removal surgery of implants. The surgeon attached a driver shaft to the handle according to the surgical technique and removed the screw. After that, it was found that the handle could not be detached from the driver shaft. Therefore, the surgeon used other instruments and removed the rest of the screws. The surgery was completed successfully within 30 minutes delay. This report involves one (1) large handle with quick coupling. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9. H3, h6: part # 311.431. Lot # 278p044. Manufacturing site: jabil bettlach. Release to warehouse date: september 24, 2021. A manufacturing record evaluation was performed for the finished device lot and no non-conformance was identified. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the handle w/quick-coupl was found to have no visual defects. A dimensional inspection for the handle w/quick-coupl was unable to be performed due to complex geometry of the device. A functional test was performed, force was applied to the outer sleeve in order to retract it, the component remained jammed and would not move as intended. The complaint condition was able to be replicated. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the handle w/quick-coupl would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10: additional narrative: h3, h6: an updated product investigation was completed: visual analysis of the returned sample revealed that the handle was found to have no visual defects. A dimensional inspection was unable to be performed due to complex geometry of the device. A functional test was performed, force was applied to the outer sleeve in order to retract it, the component remained jammed and would not move as intended. A second functional test was performed using the torque limiter; the sleeve was retracted in order to assemble the torque limiter, it was inserted successfully but the locking mechanism of the handle did not retain the shaft of the torque limiter, it was taken off easily. An interaction test with the screwdriver was unable to be performed since the device was not returned for analysis. The complaint condition was able to be replicated. The drawings reflecting the current and manufactured revisions were reviewed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: an updated product investigation was completed: visual analysis of the returned sample revealed that the handle w/quick-couple had light traces of use. A dimensional inspection was unable to be performed due to complex geometry of the device. The functional test for the coupling feature was performed with the same functional gauge used in the assembly step. The sleeve was in standard position to insert the functional gauge and returned the sleeve back when functional gauge reached the final position. The returned device was able to hold the gauge locked in its closed position and the gauge was removable by pushing back the sleeve. Therefore, the reported complaint condition that "the handle could not be detached from the driver shaft" was not confirmed since it was not able to be replicated. The device was able to hold the functional gauge and could be detached as required. The grip material and laser marking are according to the respective drawings. The current and manufactured to drawings were reviewed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed as the observed condition would not contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.